Event description:
It was reported that the system 98 intra-aortic balloon pump (iabp) has a distorted display.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected sections: d1, d4 (version #, catalog #, UDI). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse re-seated connector in monitor and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that during preventive maintenance performed by the customer, the cs300 intra-aortic balloon pump (iabp) has a distorted display. There was no patient involvement.